Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support to use mdi as a backup therapy and was sent a replacement pump with updated software. The caller received instructions on returning the faulty pump and acknowledged understanding of the processes involved.